Event description:
A representative notified rsb that a reoperation was planned and provided an x-ray taken immediately prior to revision. Information on the patient and implants used in the procedure was obtained from company records. The implants were not available for analysis. The representative contacted the surgeon approximately two weeks after the revision to solicit additional comments. The patient is older and had other unspecified medical conditions. The surgeon stated the failure appeared to be due to trauma. The patient was living with an adult son and the surgeon speculated that it was an abusive relationship. The revision occurred two years post-op. Other diagnoses might typically result in symptoms earlier than that, so a traumatic event makes sense in that regard. There is no evidence the interplate implants contributed to the need for a revision surgery but a report is being filed because revision surgery occurred.

Manufacturer narrative:
Retrieved devices disposed. Analysis was not possible. No deviations found in inspection records for lots involved.